Event description:
It was reported that a file separated in the canal during a procedure performed in 2004. The canal was initially filled with the separated piece in place, though the pt later consulted a specialist and the tooth was extracted.